Event description:
It was reported that the bd syringe 20ml ll ns plunger rod was broken /damaged. The following information was provided by the initial reporter: material#: 302055, batch#: unknown. It was reported by customer that "syringe broke." Complaint via email. Medline complaint#: (B)(4), defect description: syringe broke, medline part#: 153238, product description: syringe 20ml ll ns, vendor part#: 302055, lot#: unknown, date reported: 2/2/2026, sample received: no, response needed: yes, incident reported to the FDA as MDR-30 day. Reference no. 1423395-2026-00022. No further details provided.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.